Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary all drawers showed off bus and boards was failed. A field service engineer replaced the drawer boards and the controller board still issue persists. Unplugged the drawer and all drawers was detected to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected. The customer indicated that they were able to retrieve the medication from a different location on the unit. There was a slight delay in dispensing workflow. There were no adverse events or injuries reported based on this event.